Event description:
It was reported that the right ventricular leadless pacemaker (rvlp) prematurely released from the delivery catheter after fixation during the implant procedure. The physician suspected a delivery catheter tether fracture, but this was not confirmed. No intervention has been performed at this time to resolve the event as the lp was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature separation was confirmed, while the reported event of suspected tether fracture was not confirmed. As received, a complete tri-layer catheter was returned in one piece with multiple bends and the valve bypass tool covering the docking cap. A visual examination revealed the release knob in aligned position, but the distal tethers were misaligned. An x-ray examination revealed the stationary tether wire slipped inside the tether screw. Dimensional analysis was performed, and the tether bullet offset in aligned and misaligned mode were found out of product specification. The cause of the reported event was isolated to the stationary tether wire being slipped inside the tether screw.